Manufacturer narrative:
A product investigation is in progress.

Event description:
Outside liner stuck...have to wait to check if stuck in vaginal walls [foreign body in reproductive tract]. Uncomfortable - vagina [vulvovaginal discomfort]. Vagina uncomfortable - tampon [medical device site discomfort]. Tampon rips [device breakage]. When I pull out (tampon) rips [complication of device removal]. Case description: consumer reported via email that the tampons have been getting stuck and rip when she pulls them out. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Outside liner stuck...have to wait to check if stuck in vaginal walls [foreign body in reproductive tract]. Uncomfortable - vagina [vulvovaginal discomfort]. Vagina uncomfortable - tampon [medical device site discomfort]. Tampon rips [device breakage]. When I pull out (tampon) rips [complication of device removal]. Case description: consumer reported via email that the tampons have been getting stuck and rip when she pulls them out. No serious injury was reported.

Event description:
Outside liner stuck...have to wait to check if stuck in vaginal walls [foreign body in reproductive tract]. Uncomfortable - vagina [vulvovaginal discomfort]. Vagina uncomfortable - tampon [medical device site discomfort]. Tampon rips [device breakage]. When I pull out (tampon) rips [complication of device removal]. Case description: consumer reported via email that the tampons have been getting stuck and rip when she pulls them out. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.